Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.2ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5%). The device maintained the programmed rate throughout the testing procedures. Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the mfg facility. A review of the device history indicates that on (B)(6) 2011 at 0739, line a was programmed to deliver in the dose calculation mode, with a dose of 20mcg/min, a concentration of 3mg/250ml, a vtbi (volume to be infused) of 50ml at a rate of 100ml/hr, and a duration of 30 mins, and the delivery was started. At 0752, the delivery on line a was stopped and the delivery was restarted with a vtbi of 28.7ml. At 0756, the delivery was stopped. Within the same min, line a was reprogrammed to deliver a dose of 80mcg/min, with vtbi of 22ml, at a rate of 400ml/hr, a duration of 3 mins, and the delivery was started and then stopped. At 0757, the delivery on line a was restarted with a vtbi of 20ml, the delivery was started, stopped and the device was turned off. The device was turned back on and the settings were cleared. At 0758, line a was programmed in the dose calculation mode to deliver a epinephrine, with a dose of 80mcg/min, a concentration of 3mg/250ml, a vtbi of 25ml, at a rate of 400ml/h, for a duration of 3 mins, and the delivery was started. At 0759, the delivery on line a was stopped and the device was turned off. A review of the device history indicates the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate. Channel 3 of the device was programmed in the dose calculation mode, to deliver epinephrine 3mg/250ml, with a dose of 20mcg/min, at a rate of 100ml/hr, vtbi (volume to be infused) of 250ml. The customer contact indicated that the nurse checked the programmed settings on the confirmation screen and the programmed setting were reported to be correct. It was reported after the yes button was pressed to confirm the settings and the delivery was started, the nurse noted the rate changed to 400ml/hr instead of programmed 100ml/hr. The delivery was stopped. The customer contact indicated that after device was reprogrammed and the programmed settings were confirmed. It was reported that after the delivery was restarted and the nurse again noted that the rate changed from the programmed rate of 100ml/hr to 400ml/hr. The device was removed from clinical svc. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.